Event description:
Reporter states customer had low blood glucose symptoms with blood glucose result of 198 mg/dl obtained on the advantage system. The reporter treated the customer with juice, which she was able to consume on her own, and symptoms improved (customer was unable to get the juice herself). Requested return of suspect device and replacement was sent.